Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing a blood glucose (bg) level of 470 (mg/dl). A bolus was delivered to address bg level prior to hospitalization. While hospitalized, the customer was treated with intravenous insulin. System check showed the pump to be performing as expected; however, a review of the pump history showed an incomplete bolus alert was declared the day the customer was hospitalized. Recommendation was made to consult with their health care provider to discuss diabetes management.